Event description:
The customer reported the 9800 had poor image quality on the system. The failure occurred during a case, but no patient was injured. The customer is also receiving a line down the screen; whenever, they fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the high voltage cable. The images are now displaying as inspected.